Event description:
It was reported that the fiber broke into two. There was no further information provided on the procedure or patient outcome.

Event description:
It was reported that the fiber broke into two. There was no further information provided on the procedure or patient outcome.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.